Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history review was attempted for the subject device lot; however, the review could not be performed as this item is a lot-controlled item. The manufacture date reported in this review is may 14, 2015, which is the release to warehouse date. The date of manufacture of the subject device is may 12, 2015 according to the device history record review performed by the manufacturer, as previously reported. The service history evaluation is unconfirmed. The subject device is currently undergoing evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ one (1) device was received undamaged. There was no observable damage or issues found with the device. The tips of the forceps are undamaged with only slight, cosmetic scratches. The tips are unbent and are conforming to specification. The holding mechanism works as intended. The complaint condition could not be replicated. The cause of the complaint condition could not be determined. This complaint is unconfirmed. Device drawings were and no issues or discrepancies were found.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device malfunctioned device is an instrument and is not implanted/explanted. Date returned to manufacturer (B)(6) subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review request. (B)(4) and lot#t115890. Manufacturing date: (B)(6) 2015, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr01831 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 48,3 hrc and was found to be good. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that it was reported that reduction forceps doesn't seems to be holding and according to reporter they seem to be worn out. They were discovered worn out before surgery during sterile processing and a back-up forceps was used to complete the procedure. No patient or procedure was involved. Report is 1 of 2 for (B)(4).